Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyrethane insulation. Explant method: intravascular, femoral technique/tools: dotter basket/snare no complications

Manufacturer narrative:
Eval summary: visual inspection under 30x magnification indicates the "j" stiffener wire has fractured approx 29mm proximal of weld site. The proximal section of "j" stiffener wire measures approx 58mm and has migrated down lead body approx 40mm proximal weld site. It appears that entire "j" stiffener wire was rec'd with all recorded measurements adding up to approx 87mm.